Manufacturer narrative:
.

Event description:
It was reported that the skin appeared to have blister underneath pico after 8 days application. The wound is healing well. Pico is presented to provide a 7 days of therapy based on the IFU.

Manufacturer narrative:
(B)(4)